Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2025 the patient received the following results within 15 minutes: 85 mg/dl (performa system) and 450 mg/dl (professional meter). The user stated that again on (B)(6) 2025, they performed a 2nd comparison and received the exact same results within 15 minutes: 85 mg/dl (performa system) and 450 mg/dl (professional meter).